Event description:
Prior to patient: probe was tested under the calibration process and appeared to be in working order. All sensors were green which indicated all sensors were working properly. Probe inserted into r nare without difficulty. Data reflected on screen showed that probe needed inserted more and that there was possible coiling. Pulled probe out approximately 6 cm (in order to fix possible coiling) and then advanced probe. Patient tolerated well. Still did not see accurate data on the monitor (needed advanced more to see the outflow portion of the swallow). Sat patient up to attempt better placement again. Pulled probe out approximately halfway and patient pointed to mouth (probe was now coiled in her mouth after some mild coughing/gagging). It was decided to completely remove the probe in order to try a second attempt. Once probe was removed it was immediately noticed that it was broken. Patient tolerated well. No visible bleeding from mouth/nares. Small amount of blood was noted on probe.